Manufacturer narrative:
(B)(4). Lot number has been corrected. Lot number was changed from 20518j1 to 20503j1. Evaluation summary: the device was returned for evaluation. Inspection of the returned device indicated that the link was pulled from the swage end of the posterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. The suture was returned undamaged and the reported suture break could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a moderately calcified left femoral artery was attempted using a proglide with a 6fr sheath after an interventional procedure. Reportedly, when attempting to use the proglide device the suture broke. A second proglide device was used with the same results. A sheath was left in place to be pulled later to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The other perclose proglide device is being filed under a separate medwatch MFR number. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.